Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
The customer reported that they received erroneous results for one patient sample tested for multiple analytes on 4 different analyzers: 2 p modules, 1 e module, and 1 core module. On this p module analyzer, there were erroneous results for alanine aminotransferase (alt), creatine kinase (ck), cholesterol, and triglycerides which were reported outside of the laboratory. The sample initially resulted as 554 mg/dl for ck, 230 mg/dl for cholesterol, 286 mg/dl for triglycerides, and 26 u/l for alt. These initial values were reported outside of the laboratory where they were questioned by a physician. The sample was repeated on a different p module on (B)(6) 2013, resulting as 93 mg/dl for ck, 125 mg/dl for cholesterol, 77 mg/dl for triglycerides, and 16 u/l for alt. The sample was repeated a second time on (B)(6) 2013 on the original p module analyzer resulting as 96 mg/dl for ck, 130 mg/dl for cholesterol, and 79 mg/dl for triglycerides. The alt was repeated a second time on a different p module on (B)(6) 2013, resulting as 19 u/l. The repeat results were believed to be correct. The patient was not adversely affected. The customer was asked, but did not provide lot numbers or expiration dates for the ck, cholesterol, triglycerides, and alt reagents. The field service representative could not determine a cause. He checked the system pressures and vacuum. The gear pump pressure was 200-250 and he tried to adjust this, but there was no change. He replaced the gear pump head, but again, there was no change. He suspects the gear pump gauge is faulty. The cuvette wash/dry and fills looked good. He checked cuvette wash/dry, detergent, and cell blank; all checked ok. He ran a precision study and this was within specifications. The precision compared well to other p modules at the site. The customer ran calibration and quality controls; all recovered within range. The system was found to be operational.

Manufacturer narrative:
A specific root cause could not be determined. The issue is believed to be related to pre-analytic sample handling since various parameters were affected on the same sample.